Manufacturer narrative:
The reported events of oversensing noise and insulation damage were confirmed. As received, a complete lead was returned in one piece. An external insulation abrasion was found proximal to the suture sleeve tie impression breaching the outer insulation and exposing the outer coil. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event of insulation damage was due to the abrasion found while the cause of the reported event of oversensing noise was isolated to the exposure of the outer coil at the abrasion zone which is consistent with friction to the device can.

Event description:
During follow-up, noise resulting in oversensing and pacing inhibition were observed on the right ventricular (rv) lead. Provocative testing was performed and revealed no anomalies. The event was resolved by explanting and replacing the rv lead. The patient was in stable condition.

Event description:
During follow-up, noise resulting in oversensing and pacing inhibition were observed on the right ventricular (rv) lead. Provocative testing was performed and revealed no anomalies. The event was resolved by explanting and replacing the rv lead. During the explant procedure, insulation damage was visually observed. The patient was in stable condition.